Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study ((B)(4)). The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure, the patient experienced a pneumothorax. After the procedure prior to seven-day follow up the patient returned to emergency room with back pain. The pneumothorax was discovered via a chest x-ray on the right side. A chest tube was placed, and the patient was hospitalized for observation. The patient recovered and was discharged the next day.